Manufacturer narrative:
Retained samples were evaluated for performance characteristics. Microscopic examination found no evidence of suture breakage. Knot pull testing was satisfactory and exceeded the spec. There have been no other reports against this lot since its MFR. Co is unable to determine a cause for the reported problem.

Event description:
Customer reported, the pt was undergoing an abdominal wall closure on 08/25/97. The surgeon was using the continuous suturing technique. It was reported, the surgilene thread snapped after 24 hrs resulting in abdominal dehiscence. The pt was reopened and resutured.